Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of merlin.net transmissions revealed that the atrial lead exhibited low impedance measurements and multiple noise episode; lead damage was suspected. The patient was in stable condition and would continue to be monitored. No additional information was reported.